Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the electric pen drive device control unit was not functioning, defective, and did not turn off. It was further noted that the device failed pre-repair diagnostic tests for function with hand switch, and function with foot pedal. It was noted in the service order "for repair - defective / misfiring". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As per communication with the affiliate it was noted that a concomitant product (cable device) was used together with the handpiece device. Therefore, the initial medwatch report represents 1 of 2 products for the same event. If additional information should become available, a supplemental medwatch report will be submitted accordingly